Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be determined. However, if additional information becomes available or if the device is returned to olympus for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that a part of the device broke and fell into a patient during a (fess) functional endoscopic sinus surgery procedure. The part of the device was not specified. The device fragment was retrieved from the patient. The procedure was completed using the same set of equipment. No patient/user injury was reported.